Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented via remote transmission. Upon review, the implantable cardioverter defibrillator exhibited inappropriate auto mode switch episodes due to far r oversensing. Programming changes were discussed. The patient was in a stable condition and will continue to be monitored.